Event description:
Deployment of the contralateral iliac lg graft noted the distal stent segment of the graft landed in the aneurysmal portion of the common iliac artery. Distal type I endoleak was viewed. To resolve the endoleak a smaller diameter leg graft was telescoped up inside the leg graft and deployed to land in the vessel at a location for a better seal. The graft sealed well within the healthier vessel. Endoleak resolved.